Event description:
The customer called and stated she was hospitalized for low blood glucose levels. The customer stated she was found unconscious by the paramedics. The customer also stated the insulin pump was exposed to an MRI. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.